Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's elective replacement indicator (eri) and end-of-service (eos) were both missed due to the length of time between the patient's refills. During a refill appointment on (B)(6), a message to replace the pump by (B)(6) was seen. The pump's eri had occurred on (B)(6) 2012, but the patient only gets filled every eight months, so it wasn't seen until (B)(6). It was stated that the patient had called the healthcare provider (hcp) and had said that her pump would beep once a day. Later, the patient would hear the beeping two or three times per day. The pump was scheduled to be removed on the following friday. About two weeks later, it was reported that the event was due to normal battery depletion and end-of-service. There were no signs or symptoms besides the audible alarm. There was no patient injury, but the patient had been hospitalized due to the event. The drug used in this system was compounded baclofen.